Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported by the user site that during an atec sapphire procedure on (B)(6) 2025, the device suction was "not strong." It is reported that the procedure was successfully completed with the same device; however, the procedure took longer, and more tissue was taken to acquire an adequate tissue sample. No further information is currently available.